Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the transfer set. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked because the patient line disconnected from the transfer set due to a loose connection. This occurred during dwell three of five of peritoneal dialysis therapy. Renal therapy services advised to end therapy and perform continuous ambulatory peritoneal dialysis (capd) to complete therapy. The transfer set was still in use. There was no patient injury or medical intervention associated with this event. No additional information is available.